Manufacturer narrative:
H6: code 18- the gore® dryseal flex introducer sheath instructions for use states the outer diameter of the dsf2233 is 8.2mm. H6: component code added h6: investigation conclusion code 18 added - the gore® dryseal flex introducer sheath instructions for use states the outer diameter of the dsf2233 is 8.2mm.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a type b chronic aortic dissection using gore® tag® conformable thoracic stent graft with active control system. A gore dryseal flex introducer sheath was used for access. After the stent graft was placed without any issue, a confirmation angiography was performed, a dissection at the right external iliac artery was confirmed. An additional stent graft was placed to cover the dissection. The patient tolerated the procedure. Reportedly, the vessel diameter where the dissection occurred was approximal 7.6mm.